Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was decreased sensing and increased capture threshold noted on the right atrial (ra) lead. A lead dislodgement was suspected. A lead repositioning procedure is anticipated and the patient was stable with no consequences.